Event description:
It was reported a patient was smoking while using an h300 portable liquid oxygen device. The cigarette in combination with the oxygen, started a fire. The pt perished in the fire. Fire investigators determined the cause to be related to the patient's smoking while on oxygen therapy.

Manufacturer narrative:
The device was returned for evaluation. The device was found to be soiled and damaged from smoke and heat inside and out. The melted remains of the nasal cannula were attached to the device. The device was damaged beyond reasonable repair and unable to be evaluated beyond a visual inspection. User manual warns, "do not smoke near this equipment. Keep cigarettes or burning tobacco away from the area where equipment is operated."